Event description:
Boston scientific received info that this right atrial lead dislodged during a revision for the right ventricular lead. The entire system was then electively explanted by the physician in order to do a pericardial window. No adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Visual inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. Based on the characteristics the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. During the visual analysis deformations and cuttings in the insulation were found. Blood penetrated the lead in this area. Those damages occurred most likely during surgery. The analysis did not reveal any sign of a material or manufacturing problem.